Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Other UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant device reported: cage (part # unknown, lot # unknown, quantity 2), 2 zero p screw14mm (part # 04.647.834, lot # unknown), one zero-p va implant 7mm(part # 04.647.127, lot # l326561), 3 zero-p screw16mm(part # 04.647.836, lot # unknown). Device history records review was conducted. The report indicates that the: part 04.647.126s; lot l290192. Manufacturing location: (B)(4). Manufacturing date: 06 february 2017, expiry date: 01 february 2027. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2017. During the procedure, upon the insertion of a 6mm zero profile (p) variable angle (va) cage, the plate disassembled from the cage. A second cage was available and implanted successfully. Upon insertion of another 6mm cage at the adjacent level, the same occurrence took place and the cage separated from the plate. The resident noted the patient's bone was sclerotic and the standard insertion instrument was being used per the technique guide. The surgery was delayed by 5 minutes; the time it took to reload new implant. No fragments were generated. The rest of the procedure was completed successfully and the patient status was reported as normal. This complaint involves 2 parts. Concomitant device reported: cage (part # unknown, lot # unknown, quantity 2), 2 zero p screw14mm (part # 04.647.834, lot # unknown), one zero-p va implant 7mm(part # 04.647.127, lot # l326561), 3 zero-p screw16mm(part # 04.647.836, lot # unknown). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: it was reported that a patient underwent an unspecified procedure on (B)(6) 2017. During the procedure, upon the insertion of a 6mm zero profile (p) variable angle (va) cage, the plate disassembled from the cage. A second cage was available and implanted successfully. Upon insertion of another 6mm cage at the adjacent level, the same occurrence took place and the cage separated from the plate. The resident noted the patient's bone was sclerotic and the standard insertion instrument was being used per the technique guide. The surgery was delayed by 5 minutes; the time it took to reload new implant. No fragments were generated. The rest of the procedure was completed successfully and the patient status was reported as normal. This complaint involves 2 parts. The 04.647.126s qty:2, lot numbers l290192 and 9811538, zero-p va implant 6mm height lordotic-sterile were received with the interbody plate engaged and intact with the peek spacer. This complaint was able to be replicated at customer quality (cq). When applying excessive opposite loading to the two components, the interbody plate detached from the peek spacer. The implants were able to be reassembled. The 04.647.126s zero-p va implant 6mm height lordotic-sterile is utilized in the zero-p va (zero-profile, variable angle) system for anterior cervical interbody fusions (acif). The zero-p va implant was designed to have a semi-rigid connection between the interbody plate and spacer, allowing the plate to function as an anterior interbody plate and the spacer to function as an interbody spacer; the design disassociates the stresses between the components allowing them to function independently. If the plate and spacer separate intraoperatively, they may be reassembled, as long as both components are not damaged. The devices were returned and it was reported that " the cage separated from the plate" for both implants; the implants were received with the interbody plate engaged and intact with the peek spacer. This complaint was able to be replicated at customer quality (cq). When applying excessive opposite loading to the two components, the interbody plate detached from the peek spacer. The implants were able to be reassembled. In order for the plate to separate from the peek spacer, opposite loading must be applied to the two components, which can occur during implant insertion if proper distraction is not previously achieved. Alternatively, hole preparation and/or screw insertion outside of the recommended screw insertion range could introduce stresses which could contribute to the complaint condition. Implant separation post-operatively is unlikely because, once implanted, loading on both components will occur in the same direction. During visual inspection, it was noted that the two components are not damaged, the returned implant was able to be disassembled and reassembled. When applying excessive opposite loading to the two components, the interbody plate detached from the peek spacer. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant medical products: during complaint review it was identified that concomitant devices ¿cage (part # unknown, lot # unknown, quantity 2)¿ were mistakenly reported as concomitant devices on medwatch report mw446112. There were no concomitant devices involving an unknown cage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Reporter email address. Corrected data: date of birth. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.